Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by flextronics on 21 april 2020 revealed the cutter was worn and discolored, the roller was discolored, the unit was out of calibration, and the sample mesh passed. Repair of the device was performed by flextronics on 24 april 2020 which included replacement of the cutter and roller. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source - foreign - (B)(6).

Event description:
It was reported the cutting roller is not cutting well, might need to be replaced. This was observed during instrument check, prior to surgery. There are no further information available. Device will be shipped to flextronics for repair.